Event description:
Physician advancing a taxus stent with difficulty, got stuck. The stent dislodged from the catheter, device was removed leaving the undeployed stent in the cx artery. During attempt to retrieve the foreign body, patient arrested and required CPR and intubation, and insertion of intra-aortic balloon pump.